Event description:
Patient's legal counsel reports the patient underwent a right total hip arthroplasty procedure on (B)(6) 2008. Patient's legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, soreness, dysfunction, loss of range of motion, metal poisoning, metallosis, lack of mobility, and elevated metal ion levels. Subsequently, a revision procedure was performed (B)(6) 2014. Review of invoice history reveals the cup and head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reports the patient underwent a right total hip arthroplasty procedure on (B)(6) 2008. Patient's legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, soreness, dysfunction, loss of range of motion, metal poisoning, metallosis, lack of mobility, and elevated metal ion levels. Subsequently, a revision procedure was performed (B)(6) 2014. Review of invoice history reveals the cup and head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified additional information received from operative report noted patient underwent a right hip revision procedure on (B)(6) 2014 due to aseptic lymphocytic vasculitis-associated lesion reaction to metal on metal bearing surface. Operative report further noted clear fluid with suspended white fragments of tissue, a cystic pseudotumor mass and oxidative corrosion with black staining of the trunnion during the procedure. The modular head and acetabular cup were removed and replaced and a liner was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, it states: "intraoperative or postoperative bone fracture and/or postoperative pain." "Inadequate range of motion due to improper selection or positioning of components." "Material sensitivity reactions." And "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-00121 / -00122).